Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, cracked and bleeding lcd glass and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call that the insulin pump had a cracked display due to being dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.